Event description:
Patient reported left side "having fatigue symptoms", "constant breast pain" , "harding of areas of breast areas", "calcification of implants tissue at all areas of complaint areas of pain" ,"leakage of implant." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.